Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer was having surgery to have some of his toes amputated as they were turning black. The customer's blood glucose reading at the time of admission was unk. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.